Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-22954.

Event description:
The customer reported that his sensor was reporting lower numbers than his blood glucose, leading to threshold suspends on his insulin pump. The customer's blood glucose was 300 mg/dl, when his sensor gave a reading of 120. The customer declined troubleshooting and further assistance. Nothing further was reported.